Manufacturer narrative:
H11. Additional narrative this report summarizes 937 valve in valve adverse events that would have been reported to the FDA between january 1 and march 31, 2026, for product code dye. 878 events were identified through external sources and 59 events were identified through edwards internal implant registry. The total number of patients within events identified through the internal implant registry was 59. The subject devices were not available for evaluation, as they remained implanted. Based on the investigation results completed at the time of this report submission, an edwards manufacturing defect was not confirmed as the root cause of any events. No new risks or unexpected failure modes were identified. Routine monitoring and trending activities remain in place, and no additional actions are required at this time.

Event description:
This report summarizes 937 valve-in-valve adverse events that would have been reported to the FDA between january 1 and march 31, 2026 for product code dye.